Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, since the issue was intermittent, the procedure was completed by moving/dragging the wired footswitch temporarily and then pressing the fluoro pedal again. A philips field service engineer (fse) went onsite and confirmed that the wired foot pedal was working normally, and the issue could not be reproduced. As a part of troubleshooting, the fse cleaned the footswitch and taped the connected foot pedal cable underneath the table. Similar issue (wired foot pedal problem) occurred on september 13, 2024, and the fse replaced the wired foot pedal. Following this replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays and fluoroscopy could not be performed. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.